Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("now being 6 months post op surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and anorgasmia ("having problem having orgasm again"). The patient was treated with surgery (tubes and uterus removed). Essure was removed. At the time of the report, the medical device removal and anorgasmia outcome was unknown. The reporter considered anorgasmia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now being 6 months post op surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced female orgasmic disorder ("having problem having orgasm again"), breast pain ("severe breast pain"), tenderness ("soreness or tenderness"), pelvic pain ("pelvic pain") and trigeminal neuralgia ("trigeminal neuralgia") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (tubes and uterus removed, total abdominal hystero). Essure was removed. At the time of the report, the medical device removal, female orgasmic disorder, breast pain, tenderness and pelvic pain outcome was unknown, the vitamin d decreased had resolved and the trigeminal neuralgia was resolving. The reporter considered breast pain, female orgasmic disorder, medical device removal, pelvic pain, tenderness, trigeminal neuralgia and vitamin d decreased to be related to essure. The reporter commented: total abdominal hysteron leaving 1 ovary. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia, breast pain, tenderness, trigeminal neuralgia, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low vitamin d issue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 5, 6, 7 processed together. Social media report received : event added- pelvic pain. Reporter added. On 2-dec-2019: fu 5, 6, 7 processed together. Social media report received : reporter added. Event added- trigeminal neuralgia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("now being 6 months post op surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and female orgasmic disorder ("having problem having orgasm again"). The patient was treated with surgery (tubes and uterus removed). Essure was removed. At the time of the report, the medical device removal and female orgasmic disorder outcome was unknown. The reporter considered female orgasmic disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now being 6 months post op surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced female orgasmic disorder ("having problem having orgasm again"), breast pain ("severe breast pain") and tenderness ("soreness or tenderness") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (tubes and uterus removed, total abdominal hystero). Essure was removed. At the time of the report, the medical device removal, female orgasmic disorder, breast pain and tenderness outcome was unknown and the vitamin d decreased had resolved. The reporter considered breast pain, female orgasmic disorder, medical device removal, tenderness and vitamin d decreased to be related to essure. The reporter commented: total abdominal hysteron leaving 1 ovary. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia, breast pain, tenderness. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low vitamin d issue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received- new events breast pain and tenderness or soreness were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female orgasmic disorder ("having problem having orgasm again"), breast pain ("severe breast pain"), tenderness ("soreness or tenderness"), trigeminal neuralgia ("trigeminal neuralgia"), ovarian cyst ("cyst in their ovaries"), psoriasis ("psoratic"), rheumatoid arthritis ("rheumatiod arthritis"), fibromyalgia ("severe fibromyalgia"), urinary tract infection ("might have uti infection") and inflammation ("inflammation") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (tubes and uterus removed, total abdominal hystero). Essure was removed. At the time of the report, the pelvic pain, female orgasmic disorder, breast pain, tenderness, ovarian cyst, psoriasis, rheumatoid arthritis, fibromyalgia and urinary tract infection outcome was unknown, the vitamin d decreased had resolved and the trigeminal neuralgia was resolving. The reporter considered breast pain, female orgasmic disorder, fibromyalgia, inflammation, ovarian cyst, pelvic pain, psoriasis, rheumatoid arthritis, tenderness, trigeminal neuralgia, urinary tract infection and vitamin d decreased to be related to essure. The reporter commented: total abdominal hysteron leaving 1 ovary. Might have uti infection. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia, breast pain, tenderness, trigeminal neuralgia, pelvic pain, ovarian cyst, psoratic, rheumatiod arthritis and severe fibromyalgia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low vitamin d issue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: new event 'inflammation' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female orgasmic disorder ("having problem having orgasm again"), breast pain ("severe breast pain"), tenderness ("soreness or tenderness"), trigeminal neuralgia ("trigeminal neuralgia"), ovarian cyst ("cyst in their ovaries"), psoriasis ("psoratic"), rheumatoid arthritis ("rheumatiod arthritis") and fibromyalgia ("severe fibromyalgia") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (tubes and uterus removed, total abdominal hystero). Essure was removed. At the time of the report, the pelvic pain, female orgasmic disorder, breast pain, tenderness, ovarian cyst, psoriasis, rheumatoid arthritis and fibromyalgia outcome was unknown, the vitamin d decreased had resolved and the trigeminal neuralgia was resolving. The reporter considered breast pain, female orgasmic disorder, fibromyalgia, ovarian cyst, pelvic pain, psoriasis, rheumatoid arthritis, tenderness, trigeminal neuralgia and vitamin d decreased to be related to essure. The reporter commented: total abdominal hysteron leaving 1 ovary. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia, breast pain, tenderness, trigeminal neuralgia, pelvic pain, ovarian cyst, psoratic, rheumatiod arthritis and severe fibromyalgia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low vitamin d issue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: social media received event " psoratic, rheumatiod arthritis and severe fibromyalgia" were added. Reporter information was added. Event medical device removal replaced with pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('now being 6 months post op surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced female orgasmic disorder ("having problem having orgasm again"), breast pain ("severe breast pain"), tenderness ("soreness or tenderness"), pelvic pain ("pelvic pain"), trigeminal neuralgia ("trigeminal neuralgia") and ovarian cyst ("cyst in their ovaries") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (tubes and uterus removed, total abdominal hystero). Essure was removed. At the time of the report, the medical device removal, female orgasmic disorder, breast pain, tenderness, pelvic pain and ovarian cyst outcome was unknown, the vitamin d decreased had resolved and the trigeminal neuralgia was resolving. The reporter considered breast pain, female orgasmic disorder, medical device removal, ovarian cyst, pelvic pain, tenderness, trigeminal neuralgia and vitamin d decreased to be related to essure. The reporter commented: total abdominal hysteron leaving 1 ovary. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia, breast pain, tenderness, trigeminal neuralgia, pelvic pain, ovarian cyst concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low vitamin d issue . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Reporter information updated. New events: cyst in their ovaries was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female orgasmic disorder ("having problem having orgasm again"), breast pain ("severe breast pain"), tenderness ("soreness or tenderness"), trigeminal neuralgia ("trigeminal neuralgia"), ovarian cyst ("cyst in their ovaries"), psoriasis ("psoratic"), rheumatoid arthritis ("rheumatiod arthritis"), fibromyalgia ("severe fibromyalgia") and urinary tract disorder ("might have uti infection") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (tubes and uterus removed, total abdominal hystero). Essure was removed. At the time of the report, the pelvic pain, female orgasmic disorder, breast pain, tenderness, ovarian cyst, psoriasis, rheumatoid arthritis, fibromyalgia and urinary tract disorder outcome was unknown, the vitamin d decreased had resolved and the trigeminal neuralgia was resolving. The reporter considered breast pain, female orgasmic disorder, fibromyalgia, ovarian cyst, pelvic pain, psoriasis, rheumatoid arthritis, tenderness, trigeminal neuralgia, urinary tract disorder and vitamin d decreased to be related to essure. The reporter commented: total abdominal hysteron leaving 1 ovary. Might have uti infection concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia, breast pain, tenderness, trigeminal neuralgia, pelvic pain, ovarian cyst, psoratic, rheumatiod arthritis and severe fibromyalgia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low vitamin d issue . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event urinary tract disorder was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('I want into my second surgery to remove coil & fragments the first doctor left') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female orgasmic disorder ("having problem having orgasm again"), breast pain ("severe breast pain"), tenderness ("soreness or tenderness"), trigeminal neuralgia ("trigeminal neuralgia"), ovarian cyst ("cyst in their ovaries"), psoriasis ("psoratic"), rheumatoid arthritis ("rheumatiod arthritis"), fibromyalgia ("severe fibromyalgia"), urinary tract infection ("might have uti infection") and inflammation ("inflammation") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (to remove essure and tubes and uterus removed, total abdominal hystero). Essure was removed. At the time of the report, the pelvic pain, device breakage, female orgasmic disorder, breast pain, tenderness, ovarian cyst, psoriasis, rheumatoid arthritis, fibromyalgia and urinary tract infection outcome was unknown, the vitamin d decreased had resolved and the trigeminal neuralgia was resolving. The reporter considered breast pain, device breakage, female orgasmic disorder, fibromyalgia, inflammation, ovarian cyst, pelvic pain, psoriasis, rheumatoid arthritis, tenderness, trigeminal neuralgia, urinary tract infection and vitamin d decreased to be related to essure. The reporter commented: total abdominal hysteron leaving 1 ovary. Might have uti infection concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia, breast pain, tenderness, trigeminal neuralgia, pelvic pain, ovarian cyst, psoratic, rheumatiod arthritis and severe fibromyalgia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low vitamin d issue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event device breakage was added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('I want into my second surgery to remove coil & fragments the first doctor left') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), female orgasmic disorder ("having problem having orgasm again"), breast pain ("severe breast pain"), tenderness ("soreness or tenderness"), trigeminal neuralgia ("trigeminal neuralgia"), ovarian cyst ("cyst in their ovaries"), psoriasis ("psoratic"), rheumatoid arthritis ("rheumatiod arthritis"), fibromyalgia ("severe fibromyalgia"), urinary tract infection ("might have uti infection"), inflammation ("inflammation"), arthralgia ("hip pain"), myalgia ("sore muscle") and tooth disorder ("problem with my teeth") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (to remove essure and tubes and uterus removed, total abdominal hystero). Essure was removed. At the time of the report, the pelvic pain, device breakage, female orgasmic disorder, breast pain, tenderness, ovarian cyst, psoriasis, rheumatoid arthritis, fibromyalgia, urinary tract infection and tooth disorder outcome was unknown, the vitamin d decreased, arthralgia and myalgia had resolved and the trigeminal neuralgia was resolving. The reporter considered arthralgia, breast pain, device breakage, female orgasmic disorder, fibromyalgia, inflammation, myalgia, ovarian cyst, pelvic pain, psoriasis, rheumatoid arthritis, tenderness, tooth disorder, trigeminal neuralgia, urinary tract infection and vitamin d decreased to be related to essure. The reporter commented: total abdominal hysteron leaving 1 ovary. Might have uti infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: fu 15& 16 proceed together- social media received: reporter was added, no new clinically significant information were added. On (B)(6) 2020: social media content received. New event arthralgia and myalgia was added. Reporter was added. On (B)(6) 2020: social media received. New event added tooth disorder. Reporter was added. Fu 15 16 17and 18 processed together. On (B)(6) 2020: social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("now being 6 months post op surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced female orgasmic disorder ("having problem having orgasm again") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (tubes and uterus removed). Essure was removed. At the time of the report, the medical device removal and female orgasmic disorder outcome was unknown and the vitamin d decreased had resolved. The reporter considered female orgasmic disorder, medical device removal and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anorgasmia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: low vitamin d issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: social media received. Event: low vitamin d issue were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.